Manufacturer narrative:
In addition to the finds reported, the front panel had poor appearance that did not affect the function. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the high flow insufflation unit experienced air insufflation and pressure malfunctions. There was no report of patient harm associated with this event. During inspection of the returned device, the front panel wasn¿t operating. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not non-existent. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the front panel issue could not be determined at this time. Olympus will continue to monitor field performance for this device.